Manufacturer narrative:
No button error alarm noted. Unit had no button response due to moisture damage on keypad traces. The unit did not react on its own. No unexpected number ramping or scroll bar moving with no input noted. No unexpected vibrator anomaly noted during testing. Unit had cracked case at display window corner (all corners), cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was performed. The device was returned for analysis.